Manufacturer narrative:
The customer cleaned and disposed of material in accordance with the laboratory's exposure control plan. Service was request; however, it was cancelled a clear root cause can not be determined for this event. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a one hemogard vacutainer cap that came off while the sample was being run in the lh750 coulter lh750 hematology analytical packaging station. Although the tube did not break, blood leaked inside the analyzer the customer was wearing personal protective equipment (gown, gloves and goggles). No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.